Event description:
It was reported that during an unk procedure, the devices were fired, but it would not release. After maneuvering and pulling, it eventually released. A third device was used to complete the procedure. There was no pt consequence.